Manufacturer narrative:
Additional information was added to h4, h6, and h10. H4: the lot was manufactured from november 21, 2022 to november 22, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor had no flow. The device was filled with sodium chloride, however no fluid passed from the bubble to the vial. This occurred during setup and preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.